Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, preceding bone augmentation 6 months ago. An implant with pf 4.5 has been placed successfully.